Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-08230. It was reported one of the patient¿s leads was fractured. As a result, the physician decided to explant and replace both of the patient¿s leads. Therapy was restored.